Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The patient remains ongoing with the device. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016 the patient was found "down" and taken to the hospital in ventricular fibrillation arrest. Device interrogation revealed a clock not set entry, and there was a question whether the system controller was working. A system controller log file was submitted to the manufacturer's technical services representative for review, and revealed a low battery advisory event that was followed by low battery hazard events (B)(6) 2016. The lvad then operated on the system controller backup battery for an undetermined amount of time. The system controller backup battery was completely depleted, and the system controller internal reset to default values. Technical services observed that based on log file review the patient did not connect to a power module patient cable during the entire 39 days captured on the log file, running on battery power almost to a hazard state on a consistent basis. As of (B)(6) 2016, the patient was still in the hospital. Additional information was requested, but has not been provided.

Event description:
Additional information: additional information received stated that the patient was in the hospital and fell asleep on batteries. The nurses, nor the patient, heard the system controller alarm to replace the external power source. The emergency backup battery eventually depleted, the pump stopped and the patient went into vfib (cardiac arrest). The patient expired on (B)(6) 2016 due to cardiac arrest. It was reported that the surgeon did not feel the event was "device related", as the system controller functioned as intended.

Event description:
Additional information: the patient reportedly fell asleep while the lvad was connected to battery power while admitted to the hospital. The nurses, nor the patient, heard any of the system controller hazard alarms to replace the external power source. On (B)(6) 2016, the emergency backup battery activated, but eventually depleted and the pump stopped. The patient went into ventricular fibrillation cardiac arrest and was resuscitated. The patient later expired on (B)(6) 2016. It was reported that the surgeon did not feel the event was "device related", as the system controller functioned as intended.

Manufacturer narrative:
The pump was not returned for evaluation. The report of a pump stop and system controller reset was confirmed based on the evaluation of the submitted log file. The data captured in the log file contained normal pump parameters, until a low battery hazard, and a no external power alarm were captured. The emergency backup battery (ebb) engaged, and the pump remained in power save mode until the ebb depleted and the pump stopped. Numerous low battery advisories were also noted throughout the log file. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop, and the system controller to reset. The patient subsequently expired one month after the event. The surgeon did not feel the event was ¿device related,¿ as the system controller functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.